Manufacturer narrative:
No observable defects could be found with the components themselves. Measurements taken met design requirements. A review of the lot history of the subject product could not be completed since the lot number was unavailable from the dr's office.

Event description:
Dental assistant reported that at uncovery an implant was mobile in site. Dr. Elected to remove it. Patient is reportedly fine.